Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for the explant was per patient's preference. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4318 lot #: 18467628 description: clik x anchor.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.